Event description:
A malfunction on the pump was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.